Event description:
It was reported that the implantable pulse generator exhibited loss of telemetry indicted by the diagonal lines on the transmission. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.